Event description:
It was reported via repair work order that the brakes at the head end of the stretcher do not work. The field service technician replaced broken headend brake adjustor. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.